Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The pump underwent accuracy testing, and the reported complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical cadd solis vip pump was under-infusing. Pump was programmed by infusion nurse prior to patient's discharge. Pump settings-cefazolin two grams q8h, reservoir volume 285 ml, dose volume 93.3 ml, duration 60 minutes, every eight hours. It was noted that residual volume was elevated by 10 percent after 24 hour infusion, however pump indicated the medication was completely infused. No patient injury resulted.